Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window. The insulin pump was received with a partially broken reservoir tube lip and broken belt clip slot. The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 115 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.